Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The lesion was located in a moderately tortuous and moderately calcified septal branch of the left anterior descending (lad) artery. When attempting to place the 325cm floppy rotawire guide wire, it went down the septal branch which was at a sharp angle off the lad. While the physician was trying to correct the position of the rotawire, a 1- 2 cm piece of the tip detached off the wire. The patient had no symptoms as a result of the imbedded wire tip fragment. The physician observed the patient and "does not expect that the event will have any impact to the patient." No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the product returned presents a fracture in the distal tip of the guide wire. The fracture is located approximately at 339 cm from the proximal end. Sem analysis concluded that the "fracture occurred as a result of a torsional overload". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The lesion was located in a moderately tortuous and moderately calcified septal branch of the left anterior descending (lad) artery. When attempting to place the 325cm floppy rotawire guide wire, it went down the septal branch which was at a sharp angle off the lad. While the physician was trying to correct the position of the rotawire, a 1- 2 cm piece of the tip detached off the wire. The patient had no symptoms as a result of the imbedded wire tip fragment. The physician observed the patient and "does not expect that the event will have any impact to the patient." No patient complications were reported and the patient's status is stable.